Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers did not open. A field service engineer (fse) identified that auxiliary drawers 3.1 and 3.2 were not detected on the bus and could not be recovered. The back panel was opened, and a blinking orange indicator was observed on the module board for drawer 3.1. The station was powered down, all drawer connections for drawers 3.1 and 3.2 were reseated, and the device was rebooted. Following the reboot, both drawers were communicating properly, and inventory testing was completed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on the bus, multiple drawers did not open and attempts to recover storage space failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.